Event description:
Account stated that they had done a hysterectomy on a pt, and before releasing the pt from the hospital, doctor went to remove the drain. He pulled on the drain but it was not coming out, so he pulled harder and it broke off inside the pt's abdomen. Then another dr. Had to reopen the pt to remove the drain he thought that maybe a stitch was holding the drain making it hard to remove, but when they got inside the abdomen, the drain had broken into pieces.